Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 8000 c 502 module. The sample initially resulted in an albumin value of 1.31 g/dl and this value was reported outside of the laboratory. As the value was considered critical, the sample was repeated, resulting in a value of 1.84 g/dl. The repeat value was deemed correct. The albumin reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the syringe seals were worn. The seals were replaced. The syringe mechanisms were cleaned and lubricated. All probes were in good condition. Precision studies were acceptable. The investigation determined the service actions resolved the issue.